Event description:
A customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced a loss of consciousness and had contact with a healthcare provider who administered intravenous glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. The serial number of the freestyle libre 2 sensor associated with this complaint provided was not found in the manufacturing database. During investigation of the track and trend review related to alarm-2 cases in april 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number is unknown, it is unable to determine if the sensor is impacted by this issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered in section b3 is the per the customer's report of "sometime in december." The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Track and trend review in section h10 was incorrectly populated for missing high/low glucose alarm, instead of signal loss issue, in MDR 2954323-2021-65131 follow-up #2 and 3, and has been updated.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. The serial number of the freestyle libre 2 sensor associated with this complaint provided was not found in the manufacturing database. During investigation of the track and trend review related to alarm-3l cases in april 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number is unknown, it is unable to determine if the sensor is impacted by this issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered in section b3 is the per the customer's report of "sometime in december." The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g3 date received by mfg was erroneously populated as 3/24/2021 in MDR 2954323-2021-65131 follow up #2. The correct g3 date for MDR 2954323-2021-65131 follow up #2 should have been 11/10/2021

Event description:
A customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced a loss of consciousness and had contact with a healthcare provider who administered intravenous glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced a loss of consciousness and had contact with a healthcare provider who administered intravenous glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. The serial number of the freestyle libre 2 sensor associated with this complaint provided was not found in the manufacturing database. During investigation of the track and trend review related to alarm-3l cases in april 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number is unknown, it is unable to determine if the sensor is impacted by this issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered in section b3 is the per the customer's report of "sometime in december." The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. It has been identified that the medical event occurred in dec-2020 and was related to a sensor with unknown serial number. The medical event was not related to sensor 3mh002g2z28 which was confirmed for a product issue as previously reported. There has been no return of the sensor involved in medical event and therefore no confirmation of a product issue associated with the medical event. Sections d4, h4, h6 and h10 have been updated to reflect the same.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered is the per the customer's report of "sometime in december." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced a loss of consciousness and had contact with a healthcare provider who administered intravenous glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced a loss of consciousness and had contact with a healthcare provider who administered intravenous glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no physical damage was observed. The sensor plug was observed properly seated. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The low-temperature threshold value was checked and observed to be set at 00. Further investigation identified that the low temperature ratio parameter was configured incorrectly. This incorrect value prevented the bluetooth integrated circuit from being turned on at normal operating temperatures, resulting in no bluetooth communication between the puck and the reader. Therefore, this issue is confirmed. Adc product quality engineering (pqe) investigated this alarm-2 (signal loss alarm) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low-temperature ratio parameter of zero (0). The low-temperature ratio parameter setting should be set at 187. The incorrect low-temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result, the system will not be able to present glucose alarms. This failure mode was identified during the investigation of the track and trend review related to alarm-2 cases in april 2020. This issue was addressed in the field by adc fa1027-2020. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. This issue is confirmed to incorrect low-temperature ratio parameter. Qr728102 was initiated to investigate and address this issue on 16-may-2020. Immediate as well as corrective and preventative actions include: ¿ software on affected kit pack lines has been updated to prevent the resetting of the low-temperature parameter to ¿0¿. This action was completed on 28-may-20. O impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and a scrap of all impacted products was completed (B)(6) 2021. O update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. The completion date of this corrective action was 11-dec-20. O update validation process to include requirements to perform functional testing of the product to user requirement specifications. This corrective action was implemented on 09-feb-21. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial no) & h4 (expiration date) have been updated based on the returned product investigation.